Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device was not returned to olympus for further evaluation and testing. The customer cancelled the repair order since the issue was resolved. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, although a conclusive root cause could not be determined following are possible causes for the error message e433: 1. Disturbance of the esg-400 due to interspersed electromagnetic interference fields (temporary error). 2. The user actuates the foot switch while the generator is booting (temporary error caused by user action). 3. A defective foot switch due to a short circuit in the connector (temporary error). 4. A defective foot switch due to a defective reed contact (temporary error). 5. A defective cable connection between the hvps (high voltage power supply) board and the generator board (temporary or permanent error). 6. A defective cable connection for the output signal between the generator board and the relay board (temporary or permanent error). 7. A defective tr1 transformer on the generator board (permanent error). 8. A defective current transformer on the generator board (permanent error). 9. A defective impedance transformer on the generator board (permanent error). 10. A defective peak rectifier on the generator board (permanent error). 11. The supply voltage from the hvps board is missing or too low (permanent error). 12. The output voltage is too low due to bad switching of the hf output stage on the generator board (permanent error). 13. A defective hvps board due to a short circuit of the mos transistors (permanent error). 14. A defective motherboard due to a short circuit of the ntc1 resistor (permanent error). 15. A defective motherboard due to a defective adc (permanent error). 16. Defective tvs diodes on the relay board (permanent error). As a result of formal investigation, a design change was implemented to prevent reoccurrence. Olympus will continue to monitor field performance for this device. H3 other text : device not returned.

Event description:
The customer reported that the subject device displayed an e433 error code. The customer suspected that the motherboard malfunctioned. It is unknown when the reported issue was observed. There was no report of patient or user injury due to the event.